Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Post-procedure, the patient presented with lower extremity paralysis. An MRI revealed that the patient's spinal canal was occluded. Two weeks postoperatively, the patient presented with deep vein thrombosis. A thrombectomy was performed and a vena cava filter was implanted. It was reported that the patient has since regained some movement of the toes.

Manufacturer narrative:
In 2007, the following gore excluder aaa endoprosthesis components were implanted: pxt261418/lot#04803293, pxc141200/lot#05161329, and pxl161007/lot#05035909.